Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 3:00 pm, the patient was at home, and did not feel right. She felt nauseous and lightheaded. The cgm reading was 227 mg/dl but she was not comfortable and she called her doctor. Her doctor advise her to do a urine test and finger check. The patient took a bg reading which was 410 mg/dl. She self-treated with a lot of water and went to the emergency room with her husband. At the ER the patient was treated with an IV drip. After the treatment the patient recovered and was discharged around 8:00 or 9:00 pm the same day. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.